Event description:
It was reported that the patient reports "getting hit hard, thumping 5 times in a row every 3 hours" and that his heart rate is in the 80's if he gets up and crosses the room. Patient stated "I nearly blackout" and he thinks the device is not working right. He has had medication changes and has been told the device checks are ok. Previous experience with this device includes the patient feeling " '5 hits' every 3 hours on the minute since implant" and that his previous pacemaker did the same thing for 4.5 years. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.